Event description:
Physician was performing a laparoscopic low anterior resection and ileostomy. An ethicon atb45 articulating stapler was being used for the 7th time. It misfired and tore tissue, causing the procedure to be lengthened.